Manufacturer narrative:
Approximate age of device: 1 day (occurred day of implant). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that one of the flanges on the tunneling bullet broke off after the driveline was tunneled through the patient. On (B)(6) 2019 the patient was brought back to the operating room for incision and exploration, the broken flange was found. Per the account, the patient is doing well and recovering. No further information was provided.

Manufacturer narrative:
Multiple attempts for this information were made but not provided. Manufacturer's investigation conclusion: the report of a leaflet breaking off of the tunneling adapter during the implant procedure can be confirmed based on the submitted photos. The submitted images revealed a tunneling adapter with one of the leaflets broken off. Based on previous complaint history, the issue appears consistent with the leaflet being bent away from the central axis, ultimately leading to failure. There was no pump related malfunction noted. The patient was brought back to the or for an incision and exploration procedure. The broken leaflet of the tunneling bullet was found. The patient was reported as doing well and recovering. Corrective action has been taken to further investigate broken leaflets on the tunneling adapter and the device has been redesigned. Multiple requests for product return have been sent. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. No further information was provided. The manufacturer is closing the file on this event.